Event description:
It was reported that during placement of the titanium greenfield vena cava filter, the filter legs did not open upon deployment from the carrier. A new filter was successfully implanted. The pt status was reported as 'fine'.